Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. There were no unexpected number ramping or scroll bar moving with no input noted on the device. The device had a cracked display window, a cracked case at display window corner, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 289 mg/dl. Troubleshooting was not performed. The device was returned for analysis.